Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer had reported that the activation button stuck after the seal and remained stuck with no further energy being deployed. Another device was opened and used to complete the procedure. There was no harm to the patient.upon receipt of the device at covidien for evaluation, a preliminary investigation found that when the activation button was activated and released, the activation continued until the seal cycle was completed.

Manufacturer narrative:
(B)(4). One used lf4318 was received for evaluation. The returned sample did not meet specification as received by covidien. Visual inspection found no defects. The button was not stuck down as received. The reported condition was confirmed during testing. The investigation found the button stuck down when it was pressed on the side. The button did not stick down when pressed in the middle. Power is not continuously delivered once a button becomes stuck and the cycle completes. The device will either be non-functional or complete the seal cycle on the cycle the button becomes stuck and then become non-functional. Corrective action for sticking button failures has been implemented.